Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that when a new battery was inserted, the pump did not recognize the new battery and had to be reinserted multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, powered on normally. A review of the pump history showed dates from (B)(4) 2013 to (B)(4) 2014. The complaint was logged on (B)(4) 2013. There was no data regarding the reported issue. The current data showed two pump reboots associated with battery changes on (B)(4) 2013 and (B)(4) 2014. The battery compartment was intact with no cracks observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery cap height and width measurements were both within specification. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed. The pump case was removed and no evidence of moisture contamination was identified inside the pump. The battery terminal contacts showed no evidence of intermittent contact. The issue of no power was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.